Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician performed the laminectomy but was unable to steer the lead into the proper location due to pt anatomy. The physician abandoned the case and the device was discarded.